Manufacturer narrative:
Supplemental report

Event description:
The manufacturers service engineer replaced the data acquisition pcb to motor controller pcb board cable to address the reported problem.

Manufacturer narrative:
Evaluation pending.

Event description:
The international customer reported the device alarmed due to pressure sensors failure. The customer reported there was no patient involvement. Review of the device diagnostic history noted an spi bus failure. Device evaluation and service is pending.